Event description:
The hearing aid (h/a) dispenser reported the user has a history of ear infections whenever the user wears hearing aids. The user's physician advised user to only wear behind-the-ear (bte) hearing aid because of previous infections. Against the physician's advice, the user insisted on trying in-the-ear (ite) hearing aids.